Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced frequent low glucose readings while using the ilet with a dexcom g7 and a teflon infusion set, after which the healthcare provider advised a factory reset and the caregivers performed it; oral glucose was used to treat lows and insulin therapy was resumed when drops were observed on the infusion site. Symptoms included hypoglycemia with reported values in the 30¿40 mg/dl range. Outcomes included no reported long-term impact. Investigation included communication with the caregivers and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device component issue, and the medical device problem remained unspecified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.